Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 400 mg/dl after the pump was not fully secured and the sensor was disconnected. The user restarted the device, reconnected a new sensor, and glucose values began to be displayed again. No outside medical intervention was required.